Manufacturer narrative:
Additional narrative: a service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the battery casing does not function could not be confirmed. The device was tested and the complaint wasn't duplicated. Placeholder.

Event description:
The user facility reports during an arm plating procedure on (B)(6) 2013, the casing for 12v battery stopped working. It was not clear if the device was making contact with the battery. It was also reported that a different casing was used with the same small battery drive with the same results. Reportedly there was no delay in the procedure as a spare device was obtained and used to complete the procedure with no further problem. No harm to the patient was reported. No additional information was provided. This is 2 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.